Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reports the feeding set bags are faulty and are leaking.

Manufacturer narrative:
Original lot number was reported as unknown. Model number was reported as 773662. The lot number reported with the complaint is 182430204 which corresponds to product model number 775100. Model brand name is epump 1000ml safety screw spik. This lot number and model number were utilized as the basis of this investigation. A review of the device history record (DHR) for lot number 182430204 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Multiple attempts were made to obtain sample with no response. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The complaint will be reopened should a sample be received. No corrective or preventive action is planned at this time. This complaint will be used for tracking and trending purposes.